Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the ER with an escape rhythm of 35 bpm; the device could not be interrogated. It was noted that the patient had recently fallen forward though device involvement is unknown at this time. A chest x-ray was performed which did not indicate any damage to the device or leads. A revision procedure was performed wherein the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened, and an abnormally high circuit current drain was observed. Further testing and analysis isolated the high current to an anomaly in an oxide layer within an integrated circuit, which eventually depleted the battery and caused a loss of pacing.